Event description:
It was reported that when a patient presented in the operating room for a device change-out, noise was observed on a stored egm and fluoroscopy revealed externalized conductors. It was noted that the patient received inappropriate shocks. The lead was capped and replaced. There were no adverse events from the procedure; patient was fine.

Manufacturer narrative:
A partial lead measuring 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.